Event description:
A customer reported that "dirt" was observed in a patient's eye following an ocular procedure. An additional procedure was required to remove a "fiber" from the eye. There were no complications. Additional information has been requested.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. Review of the complaint history show that this is the 5th complaint for this contract number and the second complaint for this issue in a period of three years. The device manufacturing record cannot be investigated since there is no lot number available. The root cause is unknown at this time. (B)(4).